Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of over 850 mg/dl at the time of the incident. The customer's pump stopped working as the buttons were unresponsive, and they ended up with diabetic ketoacidosis. The customer was at 144 mg/dl at the time of the call. The customer used manual injections to treat and was also given intravenous insulin. The customer experienced symptoms such as heart attack like symptoms. The customer was not wearing the insulin pump during the incident over 48 hours before the incident. Troubleshooting was not completed due to the keypad issue. The insulin pump will not be returned for analysis.